Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a keypad anomaly. There was frequent no or intermittent response when the up, down, back, and okay buttons were pressed. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in manufacturing mode. Insulin pump passed displacement test, self-test and leak test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Battery cap was inspected and no broken battery cap noted. Unit was received with cracked select button keypad overlay, minor scratched lcd window, scratched case and stained/faded serial number label.